Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with diaphragmatic stimulation. The atrial lead dislodgement was confirmed via x-ray. The lead was explanted and replaced. The patient's condition was stable before during and after procedure.